Event description:
It was reported the pt has experienced a persistent achy pain above and below the ipg pocket site, which gets worse when stimulation is on. The pt will meet with the physician.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.